Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were high pacing impedances on the right ventricular lead greater than 4000 ohms for greater than 60 weeks. There were high thresholds at maximum amplitude at settings between 4.5volts and 5volts. There was a right ventricular lead warning on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068 implantable pacing lead 1999-(B)(6). (B)(4).

Event description:
It was reported that there was a lead warning for high impedance and high threshold on the right ventricular (rv) lead . The lead was capped and replaced. No patient complications have been reported as a result of this event.